Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(6), implanted: (B)(4) 2019, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2020, information was received from a patient receiving dilaudid (0.30 mg/day, unknown concentration) via an implantable pump for non-malignant pain. It was reported the patient recently tried to call their healthcare professionals (hcp) office, and the phone was disconnected. The patient stated they were due for a refill on (B)(6), but due to this, was not able to get a refill. Now, the pump was "beeping every hour". The patient reported the beeping started "probably a week ago". The patient mentioned that she hasn¿t used her boluses since the "beginning of (B)(6)". The patient inquired about how she can get her pump refilled and how to silence the pump. The patient was provided with hcp listings and nas phone number to provide to the hcp as needed.